Manufacturer narrative:
Correction: upon further review, event or problem was revised. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. A confirmed allergy was reported. Total system explant was done to resolve the issue. Encephalopathy was reported as a symptom. The patient¿s neurostimulator system was explanted years prior to (B)(6) 2017, and it was noted that it had worked great for his pain. The patient still had pain and inquired about another system. It was noted that the patient had a nickel allergy.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead. Product ID 377775, lot# v013204, implanted: (B)(6) 2007, product type lead. Product ID 747240, serial# (B)(4), implanted: (B)(6) 2007, product type extension.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. A confirmed allergy was reported. Total system explant was done to resolve the issue. Encephalopathy was reported as a symptom. The patient¿s neurostimulator system was explanted years prior to (B)(6) 2017, and it was noted that it had worked great for his pain. The patient still had pain and inquired about another system.